Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was brown particulate matter in the middle port of a 1000ml eva bag. This was noted before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection noted the presence of brown stains on the bushing of the female connector. The reported condition was verified. The brown stains were revealed to be burn marks generated during the molding process of the parts. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.